Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill or tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of underfill and tube push off based on the retention sample test results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 5 bd vacutainer® lh 102 i.u. Plus blood collection tubes the tubes which were stored in cold weather tubes were pushing off non patient end of needle and were underfilling. There was no report of patient impact. The following information was provided by the initial reporter: our customer states that an end user (veterinary practitioner) is having issues drawing samples into the 6ml lith hep tube green cap 368889. The tubes were stored in a car boot over night before the test which may have been down to -2c, however tubes were warmed up again for the test which was ambient & around +2-5c. Various tubes in the batch would only fill to around 1¿ which would equate to around 1.5ml fill volume. The end users have also been experiencing issues with the rubber stopper the needle punctures to fill the tube, again in cold weather, it is becoming stiff and pushing the tube back off the needle.